Manufacturer narrative:
Investigation revealed that there was no system malfunction. It was reported to globus medical that when placing the l4-l screw, the camera lost sight of the end effector. Use of excelsiusgps was aborted due to the camera being unable to track the end effector. According to the representative on (B)(6) 2025, it was stated that during the case the user utilized two different end effectors which resulted in the conclusion that the camera was unable to recognize either instrument. A preliminary investigation revealed that the end effector was accurately verified before navigating to place the first implant. It is recommended to ensure that the visible led on the end effector does not illuminate when a metallic instrument is inserted, indicating that an instrument is detected and the active ir emitters are disabled. Tracking of the end effector can be affected by non-device related factors such as verification technique, or lighting, or damage to the instrument. The user should also ensure that there is a rigid connection between the robotic arm and the end effector through the sterile drape to provide precise positioning of instruments placed within its guide tube. It is also recommended to sterilize the end effector with steam sterilization to guarantee no damage to the instrument. Ultimately, the case was aborted and the surgeon performed a non-robotic decompression. After use of excelsiusgps was aborted, the user troubleshooted and was able to successfully track the end effector with the camera as well as move the arm. The severity observed matches the anticipated complaint severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported the robot was gotten into position but on the first screw, I kept losing tracing of ee. I took ee off and on tried multiple camera positions, got a new ee did software reset and hard shutdown. Still could not get robot to see ee but it could still see drb and survelience marker. Caste was abandoned. On the side of the case, I played with the egps and could get it to see the ee and get the arm to move and track. Will upload logs for analysis. This event occurred in ireland.